Event description:
The customer called for help with her meter. While performing control tests, the customer received results of 218 and 227 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.